Event description:
Pt in v-fib vs asystole. CPR started. Device at bedside. When attempting to insert the defibrillator assembly and paddles into unit, were unable to remove the testing cable/assembly. Three nurses attempted to remove the assembly until assembly was removed. Package marked. Defib/pacer pads correctly placed on pt. Md was debating defib vs pacer mode. When defib mode chosen, pads would not discharge, monitor read paddle default. Pads not used, pt defib using paddles. Then pacer mode chosen by md. This device not used, another co's product used with pacer rhythm obtained.